Event description:
It was initially reported by a company representative that a vns pt experienced an infection. The physician indicated that it was unknown if the infection was related to generator placement. At the moment good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.